Manufacturer narrative:
The customer received a questionable elecsys hbsag confirmatory test result for one additional patient. Patient 2: on (B)(6) 2020, the hbsagii results were 1.60 coi (reactive) and 1.40 coi (reactive). On (B)(6) 2020, the result for hbsag confirmatory test was positive at 51.2%. On (B)(6) 2020, the customer sent the sample to a reference laboratory and the result from a vitros analyzer was negative. The questionable result was not reported outside of the laboratory. This patient was a 55 year old female. Medwatch field b6 was updated.

Manufacturer narrative:
Only sample for the second patient was submitted for investigation and was tested on a cobas e801 analyzer. The results were 0.846 coi (non-reactive) and 0.799 coi (non-reactive). As the sample was received at room temperature, this could have affected the results. The investigation did not identify a product problem. The cause of the event could not be determined. A reagent specific issue was ruled out.

Manufacturer narrative:
The customer declined a service visit. Sample from the patient was requested for further investigation.

Event description:
The initial reporter received questionable a questionable elecsys hbsag confirmatory test result for one patient from cobas e 801 module serial number (B)(4). The hbsagii results for the patient were (B)(6). The result for hbsag confirmatory test was (B)(6). Results for the confirmatory test (no units of measure were provided): (B)(6). The customer sent the sample to a reference laboratory and the result from a vitros analyzer was (B)(6). The (B)(6) result was believed to be correct and was reported outside of the laboratory.